Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the iol is opacified. Additional information was provided by the physician that the patient experiences starbursts/rings and severe glare only at night. There is a lacy, diffuse, uniform haze throughout the surface of the iol. Additional information provided by the patient that vision in the right eye on postoperative day 1 was not as sharp as vision in the left eye. Starbursts were much greater. Horizontal starburst was much more pronounced. The starbursts are so bright at night, it interferes with depth perception and overall visual perception in dim illumination. This has prevented the patient from driving in the evening. Image is more course but brighter in perception, extending approximately 50% into the periphery. Edge distinction is 20%-25% less bright vs. Left eye. Right eye tears more than left eye. The patient reported that the ¿cataract seems like it is coming back.¿ there are two medical device reports associated with this patient. This report is associated with the right eye.